Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested on 02/26/2009 and 03/12/2009 by phone, fax and mail. A completed questionaire has not been received. This report was mailed to FDA on: 03/26/2009.